Manufacturer narrative:
Block h6: imdrf device code a04 captures the reportable event of balloon damage/defective.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dase dilatation balloon was attempted to be used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure for stones performed on (B)(6) 2026. During the procedure, after it was noticed that the balloon could not maintained normal expansion, it was found that the balloon was damaged. The procedure was completed with another of the same device. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event. The patients condition at the conclusion of the procedure was reported to be stable.